Event description:
It was reported that the pt had a turp procedure and the foley catheter fell out of the pt because of a balloon rupture. The pt received a second device later. The device was initially placed to drain blood. The catheter was indwelling for 6 hours when it occurred and had been inflated w/ 35 cc of sterile water, no pieces noted missing. The pt had to undergo an open surgical procedure to remove a clot so that urine could drain. The physician placed two drainage catheters in rather than a foley catheter.

Manufacturer narrative:
No sample was returned for eval. Sample was discarded. The lot number is unk therefore, the device history record could not be reviewed. The instructions for use which accompanies each device contains a warning: "on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst." It also states that the recommended inflation capacities for the 5cc balloon is 10ml sterile water and this amount should not be exceeded. It is not known the amount of water used to inflate the balloon. Additionally, the IFU states "should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the pt. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).